Manufacturer narrative:
The investigation into the pump shutdown/power on issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs were inconsistent with the complaint, and do not support the claim. ¿ there are no entries on the reported day of event (2021-07-08), which indicates (B)(6) hadn¿t been used that day ¿ there¿s no evidence indicating that pump 323877 was ever used with (B)(6), as the sn is not referenced in available logs since 2021-01-26 ¿ the only pumps used with (B)(6) around the given time frame were 331244 and 330207, both used on 2021-08-12, and we are unaware of any issues during their use (and no complaints were entered against them) ¿ between (B)(6) 2021, console (B)(6) has never been rebooted (booted twice) on the same day. Multiple requests for clarification or additional information remained unanswered. The returned console operated within specification. The complaint was not confirmed as the issue was not able to be reproduced, additional information was not supplied, and clinical data was insufficient to determine root cause of the alleged issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The physician reported that the automated impella controller (aic) froze during catheter preparation. It was reported that the aic was rebooted, and the problem was resolved. There was no patient harm or injury reported.